Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13mar2020.

Event description:
The customer reported a metal fitting for the air outlet port was slightly deformed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician stated the gas outlet bracket was deformed so it was disassembled, adjusted and then reassembled. The unit successfully passed the required performance verification test.